Event description:
It was reported that during a ptca/direct-stenting treatment procedure, the liberte bare balloon ruputured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 85% stenotic, ostial lesion in the right coronary artery. The liberte bare balloon was removed and replaced with a maverick 3.0/20 mm balloon to successfully post dilate the liberte stent 'with good results'. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported is reported as 'normal'.